Event description:
It was reported that during a laparoscopic cholecystectomy, the device would not close the clips and it was also firing intermittently. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/10/2008. Info anticipated, but unavailable at this time.